Manufacturer narrative:
Correction information: h4: device manufacture date; g6: follow up #1; h6: coding changed, based on the investigation result. The led replaced. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The image is to dark, reason is the defective led this event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. This complaint is reportable because it is likely to cause or contribute to a death, serious injury, or other significant/important medical event if the malfunction were to recur. This complaint is being processed as post bmp.